Manufacturer narrative:
(B)(4).

Event description:
A manufacturing representative reported the patient&#38112;indication for use was chronic, intractable pain. The area near the implant region of the main device had begun getting hot on (B)(6) 2015. The following day the patient had made an emergency visit to their follow-up hospital and the resistance value was checked but it was not abnormal. The patient then visited physician on (B)(6) 2015 and at that time the patient had not seemed to have fever but a blood test was performed to see if there was an inflammatory reaction. Results indicated that there were no problems. The patient was going to undergo another test and would be hospitalized on (B)(6) 2015 at which time they would find out whether or not the cause was the main device. The patient was concerned so the device had been turned off and was not being used. The device was not being removed. The issue had not resolved.